Event description:
On (B)(6) 2015 account indicated that they run only psas but have recently noticed some imprecision on psa results when delta checks are performed. Qc values have all been acceptable. On (B)(6) 2015 qc (ng/ml) l1 = 0.85 (target range 0.72 - 0.91) mean = 0.84, l3 = 14.44 (target range 10.01 to 18.59) mean = 14.30. Pt psa result of 1.39 ng/ml was released and questioned by physician. Specimen was retested several times and all results were <0.1 ng/ml. The pt was not treated based on the incorrect results. Root cause: unk, failure of wash probe may have contributed to the error. A service engineer was dispatched and observed wash probe #1 appeared to be leaking. This was replaced and qc was on target. No further reports of imprecision by customer.